Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Event date is approximated. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A manufacturer representative went to the site to test the equipment. It was reported this type of issue can occur in the sinus when in the exact position necessary and holding steady long enough for the system to think another instrument was being verified. The issue is difficult to duplicate due to the need for exact placement. Thus, the issue could not be replicated. The navigation system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that while using em tracking, the surgeon was able to get the probe to verify and navigate in the sphenoid accurately. Then the instrument verification sound occurred and the instrument tracked changed to an elevator probe. It was noted the system was intermittently changing instruments. The surgeon was able to re-verify and navigate, but after about 60 seconds it happened again. The surgeon stopped using the probe, but continued on with the case. There was no patient impact reported and a delay to surgery of less than 1 hour.